Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer stated tampon fell apart into pieces and she experienced discharge. The doctor removed the left behind pieces.